Event description:
It was reported that the stimulation/implantable neurostimulator (ins) turned on when the patient sat on something "hard". The event occurs each time and began following a fall, the date and details of the fall were not reported. The patient reported she had several falls recently. The patient noted she was traveling and was in another state for "detox" the patient status was reported to be fair. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).